Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient.

Event description:
A trial patient reported they were not feeling stimulation at the time of the call. Trouble shooting was attempted but the patient was not able to unlock the system, even after restarting the device. It was noted the patient began the trial on (B)(6). A trial patient reported they are having trouble unlocking the patient programmer (pp) and the patient was not feeling stimulation. It was noted the trial began on (B)(6). It was also noted the patient was not getting symptom relief. The patient tried to increase stimulation but was unable to as the patient could not get past the lock screen. The patient stated they had tried resetting the pp but it did not resolve. The patient had not felt stimulation during the trial. Trouble shooting reviewed with the patient to try holding finger at a different angle and hold finger until screen is unlocked. The patient was able to unlock the pp screen 2 times during the call after repositioning the finger. The patient increased from 4.0 to 12.0 and did not feel stimulation. The indication for use is unknown. Additional information received from the patient reported that they feel them not feeling stimulation during the trial was due to a bladder infection that they had. It was confirmed they were able to feel stimulation on the right side, and that they have just finished their medication for the uti. The patient is scheduled for phase ii implant on (B)(6) 2016 and are going to follow up with the healthcare provider (hcp) on monday to see if they need a repeat urine test. They have never had any symptoms of a uti, and "it has been that way for years." If stage ii doesn't work they are going to take it out on the (B)(6) 2016.